Event description:
The suturable duragen was being used for a c1 laminectomy. The product was hydrated before it was used. However, it split into pieces. It separated into the top and bottom when the surgeon was suturing the product. No patient injury was reported. The product was removed and a neuropatch was used instead. There was a short delay in surgery since another product had to be used to complete the surgery. Pt outcome was reported as satisfactory.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.